Event description:
It was reported to the manufacturer, by the end user, per the end user, that hemodialysis patient attended regularly scheduled dialysis treatment. Patient completed dialysis treatment at approx. 0938 bp 223/94, pulse 60, temp 96.8. Upon transferring patient from dialysis chair to wheelchair, utilizing the joerns hoyer sling pad and joerns hoyer lift device. During transfer while patient suspended in the air, the patient fell to the floor hitting her buttocks area and left side fo her head resulting in a hematoma. Patient lost consciousness for approx. 5 min and regained consciousness prior to transfer to hospital. Patient was admitted to hospital. Per hospital, patient was diagnosed with traumatic intraventricular hemmorrhage and has since recovered. Complaint #(B)(4) was entered into our system.